Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments as the connector was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable connector of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.